Event description:
A healthcare worker complained of burning sensation and skin discoloration on the hand upon removal of a load from a completed cycle. The symptoms resolved within one day and did not seek medical attention.

Manufacturer narrative:
.